Event description:
It was reported the personal diabetes manager (pdm) battery expanded and was swollen.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the battery was swelling. Lot release records were reviewed and confirm that the product lot met all acceptance criteria.